Manufacturer narrative:
No additional information could be obtained. A review of manufacturing records could not be performed as lot numbers are unknown. The surgeon reported bioglue applied intraoperatively seeped thru the suture line and caused the "leaflet to stick," the IFU provides the following information: ¿do not expose valve leaflets or intracardiac structures to bioglue. Apply an even coating of bioglue to the target area. In general, use an approximately 1.0-3.0mm thick coating for vessels that are greater than 2.5mm in diameter or an approximately 0.5-1.0mm thick coating for vessels that are less than 2.5cm in diameter. Bioglue should be used only when complete visualization of the target application location is possible, when it is properly primed to achieve optimal viscosity, and a minimal amount is used." The IFU lists failure of bioglue to adhere to tissue as potential adverse events that may occur with the use of bioglue. Root cause for this complaint is unknown.

Event description:
According to the report the surgeon mentioned that during a procedure bioglue seeped through the sutures and caused the implanted valve leaflet to stick.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report the surgeon mentioned that during a procedure bioglue seeped through the sutures and caused the implanted valve leaflet to stick.